Event description:
It was reported that the console 110v was being used in a procedure when the irrigation was not working properly. The procedure was completed using the same device, with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the console 110v was being used in a procedure when the irrigation was not working properly. The procedure was completed using the same device, with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported event of irrigation and suction not working properly could not be confirmed since the product was not returned for evaluation. Based on the manufacturer's instructions for use and risk documentation, loss of suction can occur if the suction pump on the console fails, the tip gets clogged or the console suction system gets clogged. Loss of irrigation can occur if the irrigation pinch valve assembly failures, the powerboard fails, or the tubing gets kinked, however, these failures were not confirmed.

Manufacturer narrative:
The console is not available for evaluation, and the tubing was discarded at the user facility. The handpiece was received and a follow up report will be filed after the quality investigation has been completed.